Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and degenerative disc disease. It was reported that initially after the patient¿s programming was set up, they could go two weeks and have half a battery. The patient stated that there was two and a half weeks in between charges. The patient reported that now after one and a half weeks, the ins died and they did not realize it. They reported after they charged it fully, it died within a week and the ins was not on for that time. The patient stated they informed a representative (rep) of it today. The patient was redirected to follow-up with a healthcare professional. No symptoms were reported. No further complications were reported. Follow-up was conducted.